Event description:
Monitor/defibrillator/pacer failed to function in the middle of a code blue. All battery packs were dead after the monitor was used for 30 mins. Pacer functioned from 2202 until 2230.